Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 18 mmol/l at the time of the incident. The customer reported cracks on top of the reservoir compartment. The customer stated that the reservoir came loose. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip. The reservoir tube lip partially broken off and the test reservoir will not lock or click into place. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump had minor scratched display window, cracked battery tube threads and missing reservoir tube o-ring.